Event description:
It was reported by service report that the stair chair had a broken lock bar strut in the lock mechanism. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lock bar strut in lock mechanism.